Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. A cluster assessment found no similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in canada. The consumer stated by email that during removal a tampon came apart and pieces remained inside. This occurred with three tampons. There have been two attempts (06 dec 2017, 13 dec 2017) to contact the consumer for more information, but we have not been successful.